Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The device was already turned off and the patient was disconnected. The patient was unable to provide much information during the troubleshooting and the cause of the alarm could not be determined. The alarm was cleared. The technical service representative reviewed the alarm and the possible causes with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.